Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/24/2013 with the following findings: during testing, the display was found to be dim and discolored. A test screen was inserted and found to function properly. Unrelated to the complaint, testing revealed the internal clock battery on the printed circuit board had failed. Also unrelated to the complaint, a crack was found at the case seal of the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was dim and fading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.